Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, resulting in beeping tones from the associated cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) discussed the option of increasing the daily measurement limit to 150 ohms and monitoring, or delivering a maximum energy shock. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that continued high out of range shock impedance measurements greater than 125 ohms were observed, resulting in beeping tones from the device. The daily measurement limit was increased and beeping for out of range measurements was programmed off. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, resulting in beeping tones from the associated cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) discussed the option of increasing the daily measurement limit to 150 ohms and monitoring, or delivering a maximum energy shock. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.